Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customers experienced a hypoglycemic coma. Sometimes they went to the hospital for dialysis. The insulin pump had a delivery anomaly. Some had low blood glucose level comas. Customer's blood glucose level was not reported. The device was not returned.